Event description:
It was reported by the customer that a pyxis medstation es system main drawer 4.1 was failed. Customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the red plastic lever found broken on both latches in drawer 4. A field service engineer replaced both sensors and put drawer back into the device to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.